Event description:
The customer reported failures of the measurement. The values are not displayed. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The complaint was reported conservatively based on the information available at the time the reporting decision was made. Additional information has now been obtained that indicates that the customer did not experience the problem as described in the fieldchangeorder (fco) and that the customer only had questions about the fco implementation to ensure that implementation of the fco aligns with the facility¿s maintenance schedule. H3 other text : the customer did not experience a device problem. The customer only had questions related to the device.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported failures of the measurement. The values are not displayed.